Event description:
It was reported the patient was admitted to the hospital after reanimation. At the patients home prior to admission, the patient had ventricular fibrillation (vf) and a high voltage shock was delivered by the device to terminate the arrhythmia. The patient would then have further vf episodes that were terminated by the device with high voltage therapy. During reanimation, a magnet was placed over the device and during this vf episode the patient was shocked externally to terminate the episode. The patient was admitted to the hospital and stabilized in the intensive care unit with medication. The physician alleged the supraventricular tachycardia (svt) discrimination was partially inadequate and therefore anti tachycardia pacing was administered for a svt. Abbott technical support was contacted and their review of provided session records indicated no suspected malfunction. The patient was in stable condition following the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.